Event description:
It was reported that this s-ICD recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this s-ICD recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was explanted, and a new device with the same model was implanted. No additional adverse patient effects were reported.